Event description:
While irrigating the pediatric patient¿s tube I was meeting a lot of resistance, and the patient was crying. It also appeared that her tube had come out slightly due to the patient pushing it out. I re-inserted and re-taped the tube before continuing. I also contacted another registered nurse (rn) to confirm my findings. I contacted the clinical instructor for the day and was told there were 2 ports on the tube. One was to inflate the balloon, and the other was for the irrigation. I was told that I was attempting to irrigate through was the balloon port, so by mistake I tried to interrogate that tube and thus inflated the balloon instead. Further review into this matter: the blue flush port was not a part of the actual catheter; it was a part of the drainage bag system. It is there to be able to draw urine cultures. The catheter itself was a standard bard urine catheter with a balloon -- it was not a 3-way catheter. Bottom line -- we should not have been using the blue port to instill the saline for washout. There is a protocol, which specifies using a toomey syringe, not a luer lock syringe. This is specifically so that we do not instill fluid into the balloon port, which will only accept a luer lock syringe. That catheter was being used as a rectal tube, not its intended purpose, and the drainage bag was added and is not intended to be used as a port for rectal washout. At the heart of issue was the nurses not following the established washout protocol, which clearly specifies irrigating the catheter itself with a toomey syringe. A toomey is not able to put air or fluid into any side port that might be there inadvertently. The protocol was in our procedure binder, but still not sure if these nurses even knew to access the binder as both are newer nurses.